Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of 38 mmol/l. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer experienced symptoms such as nausea and vomiting, fever. The customer was treated with intravenous injection. The customer reported that they did does allege insulin pump was under delivering. The customer stated that they were using the auto mode feature. The insulin pump will not be returned for analysis.